Event description:
The device was returned to the service center with a report from the customer contact during routine testing the device alarmed with a 099-007-036 (motor not turing when it should be) service alarm code. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The customer contact's reported alarm condition was duplicated during testing. The probable cause was due to a worn roller clutch, roller clutch retainer, and camshaft. The device has been identified as part of a product recall. This report represents all their information known by the reporter upon query by hospira personnel.